Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/25/2023, it was reported by an arthrex subsidiary employee via sems-06039544 that an ar-12990 knee scorpion had an issue during a meniscal repair procedure on (B)(6) 2023. When trying to pass the tape through the posterior root of the meniscus, the tape fell off the first time and was not successful, and the second time the needle broke. The broken needle came out from inside the scorpion's body. After that, it seemed like something got stuck in the main unit, and the attending surgeon couldn't use it anymore. No piece broke off inside the patient. The procedure was completed successfully. This occurred during use with no patient harm. Additional information has been requested. On (B)(6) 2023, the arthrex subsidiary employee provided the following information via email: an ar-12990n scorpion needle with an unknown lot number was used. All fragments of the needle were contained within the knee scorpion's body and were retrieved. A competitor's product was used to complete the procedure. There was no case delay, and no adverse effect to the patient was reported. Both complaint devices were available for return. The event was confirmed as not reportable under regulatory regulations for japan.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.